Event description:
The patient stated that, while changing her insulin cartridge, it became "stuck" in the cartridge chamber of the infusion device. When she pulled the cartridge out of the cartridge chamber, the cartridge plunger remained attached to the piston rod. During troubleshooting with a company representative, she detached the plunger from the piston rod. At that time, she reported observing a small amount of insulin in the cartridge chamber. She absorbed the small volume of insulin from the cartridge chamber using a cotton swab. She then replaced the cartridge and returned the infusion device to use. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.